Event description:
It was reported that the pt experienced anaphylaxis during elective bowel surgery. The pt had documented allergy to sulfa. The catheter had been placed prior to surgery. The physician did not realize that the arrowgard blue plus catheter was contraindicated for use with pts with known sulfa allergy. There were no additional pt complications.